Event description:
It was reported when the device was used on a patient, it did not start with the specified pacing rate. After replacing the device with another one, it worked normally. The device was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported when the device was used on a patient, it did not start with the specified pacing rate. After replacing the device with another one, it worked normally. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action has been initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.